Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of 1559.7 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah.

Event description:
It was reported that the implantable pulse generator (ipg) is approaching elective replacement indicator (eri) but the battery longe longevity calculation isn't correct. The device remains in use. No patient complications have been reported as a result of this event.